Manufacturer narrative:
To date, the device has not be returned for evaluation. Additional information has been requested regarding this event and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the reusable biopsy forceps was reprocessed without using an ultrasonic cleaner as required. Instead, the forceps was reportedly immersed in endofresh and then in glutaraldehyde. It was confirmed that the user facility knew that the device needed to be cleaned by implementing ultrasonic cleaning. There was no patient involvement as the issue occurred during reprocessing.

Event description:
Additional information was received from an olympus representative indicating that the customer had initially reported that the cups of the reusable forceps had been difficult to open.

Manufacturer narrative:
This report is being supplemented to provide additional information received from an olympus representative as reported on b5 and based on the legal manufacturer's final investigation. The device was not returned to olympus for investigation and therefore, the reported event could not be confirmed. The date of the event and lot number was unknown. Therefore, a review of the device history record (DHR) for 1zk~2yk for over the past year prior to the date of occurrence was inspected which found no deviations that could have caused or contributed to the reported issue. The instruction manual ((B)(4)) contains the following description which relate to the reported event: "this instruction manual contains essential information on using this instrument safely and effectively. Before use, thoroughly review this manual and the manuals of all equipment which will be used during the procedure and use the instruments as instructed. Keep this and all related instruction manuals in a safe, accessible location. After using this instrument, reprocess and store it according to the instructions in chapter 4, ¿reprocessing¿ and chapter 5, ¿storage¿. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance. The medical literature reports incidents of patient cross contamination resulting from improper cleaning or sterilization. It is strongly recommended that reprocessing personnel have a thorough understanding of and follow all national and local hospital guidelines and policies. All individuals responsible for reprocessing should thoroughly understand: your institution¿s reprocessing procedures. Occupational health and safety regulations. National and local hospital guidelines and policies. The instructions in this manual. The mechanical aspects of endoscopic equipment. Pertinent germicide labeling". Since there are no deficiencies in the care (cleaning/sterilization) methods described in the instruction manual, it is likely that the user did not correctly understand the cleaning/disinfecting/sterilizing (cds) process as the reason why ultrasonic cleaning was not performed. Olympus will continue to monitor field performance for this device.